Manufacturer narrative:
Results: the pet lock was intact at the proximal end of the pusher assembly. The pusher assembly was undamaged. The mid-joint of the pusher assembly was distal to the friction lock of the introducer sheath. The embolization coil was intact with the distal detachment tip (ddt) of the pusher assembly. Coagulated blood was found on the distal end of the embolization coil. What looked like contrast was also found within the distal end of the introducer sheath. Conclusions: evaluation of the returned pod6 revealed coagulated blood within the distal end of the introducer sheath. This likely contributed to the reported inability to advance the pod6 within its introducer sheath. During functional testing, the penumbra investigator was able to loosen the coagulated blood, allowing the pod6 to advance out of the introducer sheath with strong resistance. The pod6 was re-sheathed and was able to advance in and out of its introducer sheath with minor resistance. Subsequently, the pod6 was also able to advance through a demonstration lantern with minor resistance. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using pod6s. During the procedure, the physician successfully placed a pod coil, a penumbra coil 400 (pc400), and additional coils using a lantern delivery microcatheter (lantern). The physician was unable to advance a pod6 within its introducer sheath and therefore the pod6 was removed. The procedure was completed using a new pod6 and additional coils. There was no report of an adverse effect to the patient.